Event description:
Patient had initially called in to report error 1 on the meter. While troubleshooting, the meter would not power on. There was no adverse event reported. This issue was not resolved with troubleshooting. Pt felt tired and was tested on another meter with a result of 253 mg/dl. A replacement meter was sent to pt.